Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was being electively explanted for normal battery depletion (nbd) when the right ventricular (rv) lead, right atrial (ra) lead and the left ventricular (lv) lead were stuck in the header. The boston scientific field representative states that the set screws were stripped and as a result the ra lead needed to be cut and capped. The lv and rv leads had no damage and were able to remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a detailed analysis was performed. Visual inspection of the device found that the header is completely separated from the device and is in multiple pieces. Of the returned connector blocks, all of the setscrews turn normal except one connector block has a stripped setscrew hex slot. A review of the device memory log and found no irregularities. The device was functioning normal while implanted with all therapy available. Due to the condition of the device header upon return, there is no way to verify the connection issue.